Event description:
Hill-rom received a report from the account stating the couple broke on the lift while transferring the patient from the wheelchair to the bed. The patient fell to the floor between the wheel chair and the bed and suffered a contusion. The lift was located in the patient room. This report was filed in our complaint handling system as complaint (B)(4).

Manufacturer narrative:
The configuration at the time of the incident was: liko lift arm, scale unit, coupling, sling cross arm and sling. Hill-rom has requested the coupling be returned for investigation. No further information is available on the repair of the lift at this time. The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.